Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2018, the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. The patient was noted to have a large flail at the anterior 2 (a2) leaflet segment. The clip delivery system (cds) was advanced into the patient anatomy and the clip was deployed. However, it was noted that the clip detached from the posterior leaflet, remaining attached to the anterior leaflet (slda). No additional clips were implanted and the patient was referred for surgical consult. The patient left the cath lab in stable condition. A surgical mitral valve replacement surgery was performed on (B)(6) 2018 and the implanted mitraclip was explanted. Post surgical procedure, the patient was recovering well. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (flail at the anterior leaflet). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.